Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient¿s left hip was revised approximately 6 years post-implantation due to loosening. During the procedure, all components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 2 years post-implantation due to pain and elevated metal ion levels. During the revision procedure, it was noted that the femoral neck was cold-welded to the femoral stem and could not be released. Upon attempting to remove the neck, the stem loosened and ejected from the femur due to surrounding osteolysis. No additional information is available at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient suffered fro metal poisoning.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. X-ray review by radiologist states left total hip arthroplasty with a slightly varus positioning of the femoral stem. Minimal radiolucency is seen of the acetabulum. There is possible osteolysis involving the superior and lateral acetabulum as well as the greater trochanter. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and evaluated. Upon visual inspection the returned head had separated due to the cold weld of the stem to the head. There is scuffing to the outside radius of the head. The new information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays and medical records finding metallosis of the left hip plus osteolysis of the acetabulum and proximal femur, increased metal ion levels, lightly cloudy joint fluid encountered and sent for culture; small metal fragments noted within the fluid capsule this additional information did not change the outcome of the information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision procedure approximately 6 years post-implantation due to loosening. During the procedure, all components were removed and replaced. Additional information received in legal document noted the surgeon postoperative diagnosis was ¿painful left hip replacement and metallosis of the left hip plus osteolysis of the acetabulum and proximal femur.¿ attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.